Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to initiate a quick bolus using the wake/quick bolus button the quick bolus would be cancelled immediately after the bolus was requested, indicating that the button was continually held down. The customer reported releasing the button properly in order to request the quick bolus. Blood glucose was 150 mg/dl. Upon follow up, the customer reported that the quick bolus request was functioning properly and noted that the pump was in the t:case at the time of follow up.